Manufacturer narrative:
(B)(4). This report for a system error 2367 was not confirmed in the lab due to a lack of a sample. The lot number is unknown, therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause, therefore, it is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported to baxter (B)(4) that the homechoice alarmed with system error 2240 (air in line) alarm. The technical service representative (tsr) assisted the hp to cycle power off and on. The alarm did not repeat. The tsr explained the error. No patient injury or medical intervention was reported. No further information is available.